Event description:
It was reported that during an unspecified procedure a guide wire tip detached and remained inside the patient. The short chronic total occlusion was located in the tibial artery. At an unspecified time during the procedure approximately 2cm of the distal tip of a 300cm v-14 controlwire broke off inside the patient. The physician decided to leave the detached tip where it was inside of the posterior tibial artery. Due to this event, the procedure was not completed. No further patient complications were reported and the patient's status is listed as fine. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).